Event description:
Customer reports a large leak coming from under the analyzer. Customer states leak is in front of, under and behind the analyzer. She does not know source of leak. Customer verified no pt samples were involved and there were no injuries caused by the leak.

Manufacturer narrative:
The field service representative determined the rinse water line to rear rinse mechanism nozzle 2 tube was leaking due to abrasion against metal. He replaced the tubing and ran multiple mechanism checks. He verified analyzer operation by running controls which were within specification.